Event description:
This is a device that had a previous complaint. During the procedure the physician inadvertently wired the ipsi limb and implanted both limbs into the ipsi side. She confirmed she was in the gate and proceeded with the procedure. The limbs were on top of each other and there was not an oblique view looked at which may have confirmed she was in the wrong gate. The patient came back on (B)(6) and had another operation to take care of the problem is doing great. Additional information received on 12/29/2021 for the aortic consultant, (B)(6) in response to follow-up questions: do you know the reason the physician did not report the failure on (B)(6) to you or a terumo associate? She didn't know the ipsi gate was cannulated until the patient came back for his 30 day scan. What interventions were taken, if any, on (B)(6) or prior to (B)(6) (month time frame) due to the reported failure? None. What interventions were taken on (B)(6) to correct the reported failure? Aui with fem/fem bypass. Patient outcome - "patient came back on (B)(6) and had another operation to correct the problem. Patient is doing well."

Event description:
During the procedure the physician inadvertently wired the ipsi limb and implanted both limbs into the ipsi side. She confirmed she was in the gate and proceeded with the procedure. The limbs were on top of each other and there was not an oblique view looked at which may have confirmed she was in the wrong gate. The physician did not report the failure on (B)(6) 2021, because the reported failure was not known until the patient came back for the 30-day follow-up on (B)(6) 2021. Additional information provided by terumo aortic clinical study manager on january 26, 2022 (unknowing that a complaint had already been submitted on december 23, 2021, for the reported failure): endoleak type iiia. "Since aaa repair patient noted right short distance claudication. Vascular 1 month follow-up demonstrated rt limb separation. Subject notified and surgery scheduled for aortic-uni- iliac with left to right femoral to femoral bypass. 8 mm ptfe placed. Per discharge summary, "it appears there is a large type iii endoleak with complete dislocation of the right limb from the main body." Patient outcome - "on (B)(6) 2021, when the reported failure was discovered, intervention was taken by implanting an aui and performing a femoral-to-femoral bypass. Patient is doing well." Additional information provided by terumo aortic clinical study manager on january 26, 2022: "after placement of the aorto-uni-iliac graft and extension with vbx stent, there continue to be good flow in the bilateral renal arteries and into the left common iliac, hypogastric and external iliac arteries. The right common iliac artery was occluded up to the bifurcation with good flow in the external iliac and hypogastric arteries. After completion of the femoral-to-femoral bypass with ptfe graft, there was a good pulse noted in the groins and multiphasic doppler signals in the pedal vessels."